Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with stomach spasms. There was no atrial sensing or capture, there was noise on the current electrogram, and there were high right atrial (ra) lead thresholds. Dislodgement was suspected. The patient was symptomatic with atrial pacing. The physician determined the patient did not need atrial pacing or sensing so the ra lead was programmed off and all symptoms were relieved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.